Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff would not inflate. All components were removed and replaced. The explanted device exhibited fluid loss; however, the source of the fluid leak was not identified. There were no patient complications.